Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the plastic sleeve detached from the leg assembly, inside the pt, when the physician cut through one side of the leader loop, put his finger on the ligament, and pulled on the leg assembly. The detached piece of the sleeve was removed from the pt with an alice clamp. The procedure was completed with this device without further complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted, and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.